Event description:
It was reported that, during patient use, a ventilator alarmed and restart itself. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the reported malfunction. The logs were reviewed, and no error codes were found to support the customer reported issue. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.